Event description:
The distributor reported on behalf of the user facility that the device was properly sterilized and used according to procedure. However, the instrument did not cut properly. No patient injury has been reported.